Event description:
Additional information was received on (B)(4), 2012 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. During product analysis the intensified follow-up indictor (ifi) was found to be set. The data in the memory locations revealed that 93.356% of the battery had been consumed. The battery voltage value stored within the generator, 2.764 volts, suggests an ifi, battery partially depleted, condition. Results of diagnostic testing indicated the device was operating properly.

Event description:
It was reported on (B)(6) 2011 that the patient was referred for a generator replacement as the patient's generator was dead. The patient underwent the replacement on (B)(6) 2011. During the replacement, it was indicated that the generator's intensified follow-up indicator flag was set to yes, and the patient had been experiencing an increase in seizures. The generator was returned to the manufacturer on (B)(4) 2011; however, product analysis is not yet complete. Attempts for additional information on the increase in seizures have been unsuccessful to date.